Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material remaining was unable to be specified since it was unknown if the reprocessing was conducted in accordance with IFU from the obtained information. The event can be detected and prevented by following the instructions for use which state, IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the phenomenon identified in b5, the following phenomena were also identified during the device evaluation: the air supply volume did not meet the standard value due to clogging of the nozzle; the water supply did not meet the standard value due to clogging of the nozzle; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the objective lens had a scratch; the protector of the universal cord on the scope connector side had a scratch; the protector of the universal cord on the control section side had a scratch; the flexibility adjustment ring had a scratch; the paint on the suction cylinder was peeled; the paint on the air/water cylinder was peeled; the universal cord had a wrinkle; the plastic distal end cover had a dent; the universal cord had a scratch; switch three had a scratch; indication on the scope connector was peeled; the scope cover plate had peeling; the water removal ability did not meet the standard value due to clogging of the nozzle; the adhesive on the bending section cover had a crack; the adhesive on the bending section cover had a chip; the play of the up/down knob was out of the standard value due to wear of the angle wire; the grip was shaved; and the connecting tube had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: (B)(6) (documented here due to character limitation in respective field).

Event description:
During the device evaluation, foreign material was found in the nozzle. There were no reports of patient harm.